Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels above 500 mg/dl. The customer was getting motor error alarms prior to the hospitalization, but the customer did not call to report them. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.